Event description:
It was reported that there was an issue with the touchscreen responsiveness of the pump, as the screen was frozen and unresponsive to customer input. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's guidance to perform a pump reset, which resolved the issue, allowing interaction with the pump screen again.